Event description:
Patient preparing to go to the operating room for a procedure. Speaking valve removed and cuff inflated. Cuff found not to hold air, persistent leak. Trach was changed in the operating room with a different brand and size.